Event description:
Pt awoke and noted a decrease in size of left breast (previous left mastectomy done and implant inserted 4/9/92). Pt contacted physician's office. Pt seen in physician's office 12/1/95 and scheduled for surgical removal of spontaneous deflated left breast implant. Or procedure done 12/21/95. Implant found to be almost totally empty with no gross rupture or tear noted. Implant returned to MFR for further investigation.